Manufacturer narrative:
An emdr report was initially sent on 25 jun 2024, based on the information that the physician detected the tip of the wire guide damaged which was interpreted as coating damage. Per our evaluation of the returned device, no coating damage was noted. However, the distal end of the wire guide was found to have bends/kinks which is believed to be the damage originally alleged by the user rather than coating damage. Additional information was received stating that the customer confirmed the tip damage is referring to bend which has not historically caused or contributed to a serious injury or death. Based on the additional information, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the section h10- additional manufacturer narrative-notes for this justification.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
In preparation for a procedure, the user selected a cook tracer metro direct wire guide. It was reported that the physician detected the tip of the wire guide damaged [coating damage], user changed to another new wire guide to continue the procedure. This occurred prior to patient contact; there was no impact to the patient.